Event description:
Pt was outpatient for a left heart cath ptca procedure. The luge straight tip broke off upon removal and remains in lad. Another cardiologist also came in during procedure to assist and stabilize the pt. Pt required open heart surgery.